Event description:
Complainant alleged that during the incoming inspection of the device, it intermittently would not discharge. The complainant indicated that there was no pt involvement in the reported malfunction.